Manufacturer narrative:
Failure analysis found that the insulin pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during a visual inspection.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 749 mg/dl. The customer stated that when she was in hospital, she was reconnected with the insulin pump and experienced diabetic ketoacidosis again. She stated that her doctor believed that the device was not delivering insulin. She noted that she had been vomiting. Upon troubleshooting, it was found that the insulin pump failed the high pressure test twice and passed the self test. The bolus history was correct and showed that the device did deliver the full amount to the customer. Advised replacement of the insulin pump. Nothing further reported.